Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, it was discovered under microscopic visual inspection that the header was loose and that there was body fluid under the header. This indicates that the header was loose while implanted. A review of the memory log confirm that the device recorded thirteen out of range shock impedance measurements while implanted. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. Manual shock lead impedance testing was performed and the device passed in all vectors. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The clinical observation was unable to be confirmed during laboratory testing. Improvements have been made to the manufacturing process in order to strengthen the bond between the header and the device case. X-ray examination of the header confirmed all header wires were intact. The right ventricular lead this device was implanted with was also returned and analysis confirmed the conductor coils were partially covered in calcified body fluid. Past experience has shown this type of calcification may result in high shock impedance measurements. Evidence indicates that although analysis confirmed this device¿s header was loose while implanted, device function was not impacted and the loose header did not contribute to the observed high shock impedance measurements.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) system exhibited high out of range shock impedance measurements. Troubleshooting efforts were provided by boston scientific technical services (ts). All other lead measurements were reported to be within normal limits and there was no noise on the presenting electrograms. No adverse patient effects were reported. Additional information was received indicating that this patient underwent a revision procedure and the system was explanted and replaced. The rv lead had a cut in the insulation observed. No further complications were reported. This product was listed on the subpectoral implant advisory. It was reported that this product had been implanted in the submammary pocket.